Event description:
It was reported that the patient received an audible alert from their device due to high right ventricular (rv) lead impedance readings. Invasive troubleshooting revealed a loose set screw as the cause of the rv lead issues. The lead was reconnected to the device and impedance values were normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62, implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.